Event description:
Attending surgeon reported there was an abscess where each of the knots was tied on an interrupted suture of vicryl. The attending uses 2-3 strands of suture when closing the incision and saw that only half of the incision or one strand had this abscess effect.